Event description:
The customer contacted stryker to report that their device was showing all 3 icons (charge-pak, attention and wrench). As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates: stryker technical support (ts) informed the customer thar the device is not repairable. Stryker ts recommended that the customer remove the device from service and a replacement device be obtained. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker technical support (ts) informed the customer thar the device is not repairable. Stryker ts recommended that the customer remove the device from service and a replacement device be obtained. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was showing all 3 icons (charge-pak, attention and wrench). As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.